Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a (B)(6) female patient who had essure (batch no. B02266) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cramp in lower abdomen, dysmenorrhea, menorrhagia and adenomyosis. She denies any vaginal bleeding or gush of fluid. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract disorder ("urinary problems") and allergy to metals ("nickel sensitivity"). The patient was treated with surgery ((B)(6) 2018, laparoscopic assisted hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, urinary tract disorder and allergy to metals outcome was unknown. The reporter considered allergy to metals, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: pt stated that she had a false positive home pregnancy test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: bilateral tubal occlusion. Ultrasound scan vagina - on (B)(6) 2017: bilateral ovaries were not seen. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 35-year-old female patient who had essure (batch no. B02266) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cramp in lower abdomen, dysmenorrhea, menorrhagia and adenomyosis. She denies any vaginal bleeding or gush of fluid. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysuria ("urinary problems") and allergy to metals ("nickel sensitivity"). The patient was treated with surgery ((B)(6) 2018, laparoscopic assisted hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysuria and allergy to metals outcome was unknown. The reporter considered allergy to metals, dysuria and pelvic pain to be related to essure. The reporter commented: pt stated that she had a false positive home pregnancy test diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: bilateral tubal occlusion. Ultrasound scan vagina - on (B)(6) 2017: bilateral ovaries were not seen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2019: quality safety evaluation of ptc (product technical complaints). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 35-year-old female patient who had essure (batch no. B02266) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cramp in lower abdomen, dysmenorrhea, menorrhagia and adenomyosis. She denies any vaginal bleeding or gush of fluid. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysuria ("urinary problems") and allergy to metals ("nickel sensitivity"). The patient was treated with surgery ((B)(6) 2018, laparoscopic assisted hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysuria and allergy to metals outcome was unknown. The reporter considered allergy to metals, dysuria and pelvic pain to be related to essure. The reporter commented: pt stated that she had a false positive home pregnancy test diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: bilateral tubal occlusion. Ultrasound scan vagina - on (B)(6) 2017: bilateral ovaries were not seen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2019: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.